Event description:
It was reported that the user¿s caregiver expressed concern about high blood glucose readings and stated the pump was not working, noting a reading of 235 mg/dl earlier and a current reading of 149 mg/dl, and that a meal was announced but the patient declined to eat; this reflects a use pattern where meal announcements were used without intake and aligns with an improper or incorrect procedure or method involving the device¿s user interface. Symptoms included insufficient clinical information to characterize adverse physiological effects of hyperglycemia. Outcomes included insufficient information to characterize the event¿s impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem, with failure to follow instructions related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.